Manufacturer narrative:
This event is being reported to the FDA due to the allegation that the patient was hospitalized following the incident. Specific details of the injury and medical treatment are unknown. The facility maintenance director inspected the lift and couldn't find any issue with it. Additionally, an invacare service technician went to the facility and evaluated the lift. He confirmed that there was no malfunction or defect with the lift; it is in good working order. It was determined that the employee did not properly operate the lift, causing the patient to fall. The facility has addressed proper transferring techniques with the employee. The subject lift was manufactured by invacare (B)(4); however, they are no longer in business. The sole manufacturer of these lifts is now invamex. Therefore, the MDR is being filed under the invamex cfn #.

Event description:
A facility maintenance director reported that while using the rpl450-2 lift, the employee who was transferring the patient didn't lift the patient high enough, and they hit a wheelchair that was parked behind them and tipped forward. The patient fell and was injured, and they are currently in the hospital. The facility would not provide any further patient information, citing hipaa.